Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Screwdrivers broke during insertion and extraction of axsos 3 screws. Event occurred at (B)(6) lab.

Manufacturer narrative:
The reported incident that the ¿screwdriver bit t15, ao fitting¿ broke during insertion and extraction of axsos 3 screws (s-11 / breakage during surgery) could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The screwdriver bit was received for evaluation broken, at the tip. The visual examination revealed that the surface of the screwdriver has many scratches, while the broken surface (tip of the screwdriver bit) has cracks and signs of fatigue breakage. The remaining flutes of the broken tip are slightly twisted, and the edges are deformed. These patterns are consistent with over-torqueing of the instrument. Based on the above-mentioned observations the case could be classified as user-related. The screwdriver bit was most likely twisted under high loads and eventually broke. The manufacturing inspection did not indicate any malfunctions. Most likely, during usage of the device, excessive torque was applied. Such power, in combination with hard/dense bone, and even violent moves, could definitely deform the screwdriver bit and lead to such a breakage. Furthermore, the broken surface has signs of torsional deformation. As stated in the IFU: ¿ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! [¿] only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry.¿ users should always read the instructions provided before using a specific instrument/implant. A deviation from the instructions for cleaning and sterilization could also affect the device`s body. It is clearly stated in the cleaning and sterilization guide that ''the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. This could also happen if rinsing after cleaning and/or disinfecting is insufficient.¿ the screwdriver bit is made out of steel and if the appropriate conditions are not observed it is quite possible to become rusty. As a consequence, this rusty and rough surface, in combination with excessive torque and twisting forces applied, can lead to a breakage. The IFU clearly states that ¿instruments which are supplied in a non-sterile condition must be subjected to an appropriate cleaning and sterilization process before use.¿ moreover, ¿before preparing for sterilization, all medical devices should be inspected. [¿] all parts of the devices should be checked for visible soil and/ or corrosion.¿ and in all cases ¿the indications, instructions and warnings provided by the supplier of the cleaning agent and/or disinfectant should be followed.¿ if the screwdriver bit has not been used carefully and under appropriate cleaning conditions, it is quite possible that its integrity has been compromised, which is definitely a deviation from the specifications. The screwdriver has been manufactured in 2007 and is considered a multiple-use device. Since then it has been used many times. However, excessive usage of the screwdriver bit could burden its integrity even more, which could be compromised, and as a result lead to a breakage. In the cleaning and sterilization guide it is written that ¿stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ if the device has not been used according to the specifications it is quite possible to have reached the end of its life sooner as expected. Please follow the cleaning and sterilization guidelines to check proper functionality of the device and always keep in mind that ¿in case of failure, the instrument must be replaced and not be used.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The design of this device has been changed. The tip has been shortened in order to improve the quality of the product. If any further information is provided, the investigation report will be updated.

Event description:
Screwdrivers broke during insertion and extraction of axsos 3 screws. Event occured at (B)(6).